Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery in 2014/2015). Essure was removed. At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included denture wearer. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vulvovaginitis ("vaginal bacteria"), anxiety ("anxiety"), depression ("depression") and cyst ("cysts"). The patient was treated with surgery (essure removal surgery in 2014/2015,hysterectomy(removal uterus)). Essure was removed. At the time of the report, the pelvic pain, anxiety and depression had not resolved and the bacterial vulvovaginitis and cyst outcome was unknown. The reporter considered anxiety, bacterial vulvovaginitis, cyst, depression and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: everything looked fine. The following information was received from social media cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event some insecurities and anxiety and depression were added. Patient's concomitant condition wear dentures for 4 of front upper teeth was added. On (B)(6)2020: non-significant coding correction. On 23-mar-2020: social media received. Event added- cysts. Reporter information were added. On 23-mar-2020: information received via social media: new event - stabbing pain and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and bacterial vulvovaginitis ("vaginal bacteria"). The patient was treated with surgery (essure removal surgery in 2014/2015,hystrctomy(removal uterus)). Essure was removed. At the time of the report, the pelvic pain had not resolved and the bacterial vulvovaginitis outcome was unknown. The reporter considered bacterial vulvovaginitis and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: everything looked fine. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet: event was added- vaginal bacteria and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included denture wearer. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vulvovaginitis ("vaginal bacteria"), anxiety ("anxiety"), depression ("depression"), cyst ("cysts"), gingival swelling ("gums on left side swollen") and gingival pain ("gums on left side hurt"). The patient was treated with surgery (essure removal surgery in 2014/2015,hystrctomy(removal uterus)). Essure was removed. At the time of the report, the pelvic pain, anxiety and depression had not resolved and the bacterial vulvovaginitis, cyst, gingival swelling and gingival pain outcome was unknown. The reporter considered anxiety, bacterial vulvovaginitis, cyst, depression, gingival pain, gingival swelling and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: everything looked fine. The following information was received from social media cysts, gingival pain, gingival swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media received. New events gums on left side swollen and gums on left side hurt added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery in 2014/2015). Essure was removed. At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.